Event description:
Synthes (B)(4) reports an event in (B)(6) as follows: the reported during a surgical procedure on the patient¿s forearm (two bones were reported as being treated or affected) involving the implantation of a plate or plates, two unknown 3.5mm cortical screws broke. There was no report of the screw fragments being retained in the patient¿s bone. This complaint is alleged against the two unknown screws. This report is for two unknown 3.5mm cortical screws. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. (B)(6). This report is for two unknown 3.5mm cortical screws. Part and lot numbers were not provided by reporter. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.